Manufacturer narrative:
H10, b4: additional information.

Event description:
The event occurred during rotator cuff repair and the anchor was stripped but was far enough into the bone that it could be left. No broken pieces were removed.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the customer provided image reveals fractured threads on the body anchor. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. This case reports that the healicoil anchor stripped during insertion and was not recovered from the patient. Although requested, no x-ray images were provided for review. Based on the limited information provided, the root cause for the reported issue could not be determined. We are unable to rule out a user vs procedural event as a contributing factor. The device IFU does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration cannot be determined. No further medical assessment can be rendered at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device returned was packaged with labels showing a different batch number than reported. The anchor was fractured and the handle was coated in debris. A functional evaluation was performed on the returned device and found the device actuators function as intended, but the anchor can't be seated due to fracture. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. A clinical review states the device instructions for use does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration cannot be determined. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an arthroscopy procedure, one of the healicoil anchors stripped and broke the thread while using a 3.8mm awl. The procedure was completed with a backup device with no delay nor patient injury.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the healicoil anchor broke. The procedure was completed with a backup device with no delay or further complications.